Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on (B)(6) 2024. The patient called patient services back stating they were still trying to get an MRI, but they couldn't get any answers. They stated their implant has been dead for 8+ years and had only lasted about 2 years before it was no use. The pt stated they think the implanted battery was defective because it would not hold a charge explaining it would not stay charged for even a month, even when not in use. They added the external components were very cumbersome to use as well. The pt noted they don't have the problem in their legs that they had the stimulator put in for, so they want to hold off on getting it replaced until they actually need it.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they haven't charged their implant in probably 4 or 5 years and now they need an MRI. Caller stated the implant would never keep a charge, so they gave up messing with it. Caller stated that the MRI facility won't let them have an MRI unless the implant is charged up. Agent reviewed the MRI compatibility information and implant service life. Agent reviewed MRI compatibility form. The patient was redirected to their healthcare provider to further address the issue.